Event description:
New information received notes that since device replacement, no noise has been reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing an inappropriate shock. Device interrogation revealed that the device was in backup vvi with hv therapy disabled. Due to active charging during backup vvi trip or power-on-reset occurrence, device replacement was recommended. There was also noise on all channels. It was recommended to test all leads during replacement. Device was explanted and replaced. Leads were not tested and dft test was also not performed. Patient¿s condition was stable.